Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the white handle of the break away sheath introducer is falling off when peeling sheath during PICC placement.

Manufacturer narrative:
(B)(4). The customer returned one used peel away sheath for evaluation. The sheath was returned broken into three pieces. The sheath body was halved along the score lines creating two pieces (the tear on the score line did not appear atypical). The tab of one of those halves was separated from the sheath body creating the third piece. The sheath body was separated from the tab horizontally along the tab base. The proximal end of the sheath body remained adhered to the inside of the tab. Both broken edges of the body are stretched and jagged. Microscopic examination of the separated tab confirmed these findings. Approximately 5 mm of the sheath body remained adhered to the inside of the broken tab. The customer did not provide a lot number; therefore, a device history record review was performed on the peel-away sheath based upon a lot number from the sales history data of the customer. No relevant findings were identified that would suggest any defect or damage caused during the manufacturing process. The reported complaint that one of the sheath tabs broke off during removal was confirmed through visual examination of the returned sample. One of the two sheath tabs was separated from the sheath body by a tear in the sheath body just below the tab. The edges of the separation point appear jagged and stretched. A device history record review was performed on the peel-away sheath and no relevant findings were identified that would suggest any defect or damage caused during the manufacturing process. Based on the condition of the returned sheath at the point of separation, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer alleges the white handle of the break away sheath introducer is falling off when peeling sheath during PICC placement.